Event description:
It was reported that this lead exhibited a gradual rise in pacing impedance measurements, surpassing 3000 ohms. The patient was checked in person. The physician performed maneuvers, but no artifacts or noise was reproduced and sensing and pacing thresholds were stable; calcification was suspected. As result, the lead was surgically abandoned and a new lead was implanted. Normal measurements were observed after the replacement. No additional adverse patient effects were reported.